Manufacturer narrative:
This report is for one (1) unknown 120 degree adult osteotomy plate 85mm. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report mw5067539 forwarded from department of human services. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was reported that a patient was originally implanted with two plates, one of which was a right, 120 degree adult osteotomy plate 85mm and a total of eight screws on (B)(6) 2016. Subsequently, the patient experienced hardware failure (one broken right, 120 degree osteotomy plate and a total of three broken screws: 4.5 millimeter [mm] cortex screw self-tapping 42mm, quantity: 1 and 4.5mm cortex screw self-tapping 44mm, quantity: 2). On (B)(6) 2017, the broken hardware was removed. The patient was revised to one plate and four screws. Concomitant medical products: plate (part# unknown, lot# unknown, quantity:1) and screw (part# unknown, lot# unknown, quantity: 5). This report is for one (1) unknown 120 degree adult osteotomy plate 85mm. This is report 1 of 4 for (B)(4).